Manufacturer narrative:
Mml ref #:(B)(4). Other device: reactiv8 implantable pulse generator (ipg). S/n: (B)(6). Reactiv8 stimulation lead. S/n: (B)(6).

Event description:
It was reported that the device stopped working beginning of july 2022. At that time, the clinical specialist troubleshot the issue and found that electrodes 5 & 8 were out-of-range (oor) /high impedances. The patient reported falling at work which may cause the electrodes to go oor. The clinical specialist reprogrammed the device to unilateral stimulation on the left side. The patient reported not benefiting from unilateral stimulation and opted for an explant. The patient underwent an explant procedure on april 19, 2023. The device was removed successfully except for distal tines that came apart from the right lead and were left inside the patient. There was no report of patient harm or injury. The lead assemblies were evaluated, and the reported oor was verified. Visual inspection of the stimulation leads confirmed that all coil wires were fractured. The implantable pulse generator (ipg) was unable to retrieve as the hospital staff kept and discarded it.